Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one (1) sample was returned for evaluation inside of a plastic bag which is not the original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No damages nor manufacturing defects were detected. Device passed all functional testing, therefore the complaint is not confirmed. Root cause cannot be determined since complaint was not confirmed due to sample received was tested and successfully passed. The device history record (DHR) review showed no reported discrepancies during the manufacturing of the reported lot number. No corrective actions were required since complaint was not confirmed.

Event description:
It was reported that when the device was connected to an anesthesia device and conducted a pre-use check, the device issued an air leak alarm. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.